Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was implanted using clsoe criteria. The landing zone measurements was a maximum diameter of 20mm determined by toe and angio. The physician had to reposition the device 3 times due to an acute laa curvature. 10 minutes after release, the device started to dislocate from the implant site, one half moving out the ostium and the other pending from the posterior wall of the laa. The physician decided to perform a recapture of the device via snare, but was unsuccessful. The patient was moved to cardiac surgery, where the device was surgically removed. The physician hypothesized the cause of the event was due to the alignment of the device. The patient is stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration during the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device migration could not be conclusively determined. It is possible that procedural condition and challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention, and surgical intervention was a result of case-specific circumstances as device snare via recapture was unsuccessful, and the device was removed surgically. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was implanted using close criteria. The landing zone measurements was a maximum diameter of 20mm determined by toe and angio. The physician had to reposition the device 3 times due to an acute laa curvature. 10 minutes after release, the device started to dislocate from the implant site, one half moving out the ostium and the other pending from the posterior wall of the laa. The physician decided to perform a recapture of the device via snare, but was unsuccessful. The patient was moved to cardiac surgery, where the device was surgically removed. The physician hypothesized the cause of the event was due to the alignment of the device. The patient is stable.